Event description:
It was reported that the right ventricular lead would not capture at maximum output. The patient was pacer dependent and felt some pain during device interrogation. The lead was capped and replaced. Patient was stable before, during, and after the procedure.